Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
When she ate this, it got caught in her throat [medication stuck in throat] she ate polident overnight denture cleanser 36t, thinking it was a nutritional supplement. [Accidental device ingestion] case description: this case was reported by a consumer via call center representative and described the occurrence of medication stuck in throat in a female patient who received denture cleanser (polident overnight denture cleanser tablets) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident overnight denture cleanser tablets. On an unknown date, an unknown time after starting polident overnight denture cleanser tablets, the patient experienced medication stuck in throat (serious criteria gsk medically significant) and accidental device ingestion (serious criteria gsk medically significant). The action taken with polident overnight denture cleanser tablets was unknown. On an unknown date, the outcome of the medication stuck in throat and accidental device ingestion were unknown. It was unknown if the reporter considered the medication stuck in throat and accidental device ingestion to be related to polident overnight denture cleanser tablets. Additional information : adverse event information was reported by a consumer via call center representative(phone) on 30sep2021. The consumer stated that, "she ate polident overnight denture cleanser 36t, thinking it was a nutritional supplement. When she ate this, it got caught in her throat, and she drank hot water for a long time and had a hard time. For now there is nothing wrong in her body but asked what to do now."